Event description:
A complainant reported the patient was on impella 5.5 support. While on support, a leak was noted from purge cassette. Additionally, impella flow had changed to a saturated flow of 4.6l max and min also 4.6l. Purge cassette was replaced. Pump was explanted. The patient survived the event.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The pump was received for investigation. The purge leak and saturated pump flow failure modes were removed as a cascading event and addressed under the pump stop failure mode the cause of the pump stop was damage to the filter to tubing joint specifically at the filter neck. Damage at the filter-to-tubing joint caused the purge leak, and drop in purge pressure led to blood ingress in the purge line and motor housing, which caused the saturated pump flow. Instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: direct aortic insertion. ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ g1 reporting contact email revised on manufacturer device report 1220648-2024-21750 in accordance with updated procedures.